Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the left superior lobectomy, after fired, noted that some staples formed with irregular shape. Changed the new reload to continue the surgery. There was no patient consequence reported. No additional information can be provided. Ecr45g is malformed staples.